Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the foreign material was confirmed. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The component analysis of the orange viscous stain showed hydrocarbon series. Hydrocarbon series materials seem to be used for detergent solution and base of topical medication such as ointment. Since they have various uses, what they were derived from was unable to be specified from the analysis. However, they were not derived from the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device, there was an orange liquid (foreign material) in the forceps channel that could not be removed. The subject device was cleaned with a cleaning brush inserted into the channel, and then high-level disinfection (hld) was performed, but the orange liquid could not be removed. The scope was not used after the occurrence was observed. There was no patient or user harm reported due to the event. The device is expected to be returned to an olympus service center for evaluation.